Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow-up with the left ventricular lead exhibiting low impedance. No medical intervention was performed. The lead would continue to be monitored. No patient symptoms were reported.